Manufacturer narrative:
(B)(4). The incident device was not returned to covidien for eval. However, it was evaluated by the hosp clinical engineer who reported that a burned spot about 3mm in diameter located 6cm from the tip of the electrode was found. Upon close examination, there was a scratch in the insulation that terminates in the burned spot at one end. The scratch is about 5mm long and shallow. It appears the insulation was damaged at some point and failed during the surgery, allowing the energy to escape and burn the pt. It is not known at what point the insulation was damaged, but if it happened during storage or shipping, there should be visible damage to the packaging. No damage to the packaging was noted. It seems more likely the tip was damaged by contact with other instrumentation during the surgery.

Event description:
The customer reported that a pt injury occurred while using the e1455-6 edge insulated electrode during a bilateral skin-sparing mastectomy. The surgeon stated the pt received a burn through a crack in the insulation of the electrode. The burn was described as serious and the pt may lose her nipple. The incident device was evaluated by the hosp clinical engineer and was not returned to covidien for eval.